Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was not determined. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 09:38:32. During night drain cycle three, the patient's ultrafiltration reading was 688ml, indicating the home patient (hp) drained 688ml more than their maximum programmed fill volume of 1100ml. No additional information is available.